Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced poor barrier separation of sample and air bubbles in gel. The following information was provided by the initial reporter. The customer stated: indeed, the two phases in the gel tube do not separate clearly + presence of bubbles on the surface + deposit of gel with presence of blood on the walls.

Manufacturer narrative:
The following fields were updated due to corrections: MDR ownership: (poor barrier separation of sample and air bubbles in gel). H.6. Investigation summary: bd received 3 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for gel smearing was observed. The customer samples were drawn with horse blood, mixed, centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All 3 tubes were found to have good gel separation. No gel smearing were observed on the returned samples. Additionally, retention samples from each lot number: 1033164, 1076056,1053915 were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All tubes for lot#'s 1033164, 1076056 were found to have good gel separation. No gel smearing was observed. For lot 105391, 1 out of 4 tubes tested had slight smears of gel above the barrier on its wall. Bd was able to confirm the customer¿s indicated failure mode of gel smearing based on the photos provided and the retained samples testing for lot 1053915. Retention sample testing of lots 1033164 and 1076056 was satisfactory. Testing of returned samples was satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1033164. Medical device expiration date: 2022-08-31. Device manufacture date: 2021-02-02. Medical device lot #: 1053915. Medical device expiration date: 2022-08-31. Device manufacture date: 2021-02-22. Medical device lot #: 1076056. Medical device expiration date: 2022-09-30. Device manufacture date: 2021-03-17". A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced poor barrier separation of sample , foreign matter in tube; biological and non-biological, and air bubbles in gel. The following information was provided by the initial reporter. The customer stated: indeed, the two phases in the gel tube do not separate clearly + presence of bubbles on the surface + deposit of gel with presence of blood on the walls.